Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 38 staples remaining in the cover block. The trigger was returned engaged. Evidence of use in the form of biological material was not present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired into the air properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73e2300991 and 73f2300310. Per DHR the product visistat 35w 6/box lot # 73e2300991 was manufactured on 05/30/2023 a total of (B)(4) pieces. Lot was released on 06/08/2023. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35w 6/box lot # 73f2300310 was manufactured on 06/13/2023 a total of (B)(4) pieces. Lot was released on 06/27/2023. DHR investigation did not show issues rela ted to complaint. The reported complaint of misfire/jamming - staples not firing could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to s uggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler (not firing) during use on patient". At the time of this report, the customer has not returned our requests for additional information.